Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into any follow-up measures. The most likely explanation is that the issue could be evaluated and remedied by own resources - it was stated in the user facility report that the device is back in use after replacement of the internal battery which was worn already. Dräger concludes the following: the device clearly indicates via dedicated leds if it runs on battery or on mains supply. The charging state of the internal battery is being displayed continuously and, the device will post battery depletion alarms if the residual capacity underruns 20% and 10%. At complete loss of power the device posts another alarm via a buzzer which is powered by an independent energy source. The internal battery shall be checked in regular intervals for its condition and should be replaced every two years under consideration that standard operation conditions apply. The entire device was in operation for nearly five years now, it is not known when the last battery exchange was performed if ever. The IFU emphasizes that the internal battery serves as an important fail safe mechanism to compensate mains power losses and that it shall thus be checked for proper charging state before every ventilation episode. Dräger finally concludes that the event was related to lack of preventive maintenance and that the manufacturer has initiated appropriate measures to prevent from events like this.

Event description:
It was reported that the device suddenly posted an alarm during use indicating a depleted batter and shut down. As per report, function could be restored by re-connecting the unit to mains supply; no patient consequences have occurred.